Manufacturer narrative:
Concomitant medical products: product ID 388928, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Lead implant date is an approximation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider, via the manufacturer representative, reported there was an impedance issue and the patient had a surgery to replace the tined lead. When opening the pocket, the surgeon noticed considerable twisting/coiling of the lead, which was presumed to be the cause of the impedance issue. The surgeon noted that pocket for the implantable neurostimulator (ins) was large and could have permitted the patient to manipulate the ins in the pocket, causing the lead to twist. The lead was replaced and the surgeon made the pocket smaller and sutured the ins using the holes in the header to avoid the recurrence of the issue. The issue was resolved and the patient was doing well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.